Manufacturer narrative:
The reported event of premature separation was not confirmed. As received, a complete tri-layer catheter was returned in one piece with the distal tethers aligned. Visual and x-ray examination did not find any anomalies, with the exception of procedural damage. Dimensional analysis was performed and found all measurements that were able to be tested were found to be within specification. Functional test was performed, and the returned device was loaded, docked, and released without difficulty.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the ventricular leadless pacemaker (lp) exhibited premature separation from the delivery catheter. The lp was successfully retrieved and the lp and catheter were not used. A new lp was implanted instead. The patient was in stable condition.